Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with omnisure mesh. Later the patient experienced incontinence, infection, pain, dyspareunia, bleeding, mesh erosion and fibroconnective tissue with foreign body. An excision of the mesh, anterior vaginal wall repair with native tissue and cystoscopy were performed.